Event description:
It was reported that the patient presented with several high ventricular rate episodes that appeared to be electromagnetic interference (emi) noise. The noise was reproducible with isometrics in both configurations. The ventricular capture threshold increased from 0.75 - 3.5 v. Lead replacement is scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.